Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to the high blood glucose level. The customer's blood glucose level was 829 mg/dl at the time of the incident. The customer's current blood glucose level was 829 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for the analysis.